Event description:
It was reported that the surgeon reports that t4 screwdrivers in the va handset were stripped and do not lock into the head of the screw. There was no surgical delay due to the reported event. The procedure was successfully completed and no fragments were generated. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that scrdriver shaft 1.3/1.5 t4 self-holding had stripped. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding] would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: supplier- mark-two / monument. Manufacturing date: 19-aug-2020. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 43p7201 (non-sterile). Lot quantity: 90. Nonconformance noted: n/a. Review of the DHR file: two pieces were scrapped in cell, laser mark, for laser etch-position. Four pieces were scrapped in cell, vendor tin coat, for assembly-incorrectly assembled. Production order traveler met all inspection acceptance criteria apart from the 6 pieces scrapped. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, met all inspection acceptance criteria. Packaging label log (pll), lppf rev c and lmd rev a were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance dated 16-jun-2020 was reviewed and determined to be conforming. Inspection certificate dated 16-jun-2020 was reviewed and determined to be conforming. Certificate of analysis dated 28-jun-2020 was reviewed and determined to be conforming. Certificate of compliance dated 13-aug-2020 was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 43p7201. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.